Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient received inappropriate atp and shock therapies due to lead noise. Additional pacing inhibition was also noted. Programming changes were made. The lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a normal device change out. The electrical function of the lead was normal and without any anomalies. The leads remains implanted and the asymptomatic patient will continue to be monitored.